Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The investigation included a review of the calibration, qc data, and alarm trace: the calibration results were within the specified ranges. The qc results were within the specified ranges. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs stat result from one patient sample tested on the cobas 6000 e601 module. The initial result of the initial patient sample at 2:58 pm is 13.93 pg/ml. The doctor requested a new patient sample. The repeat result of the new patient sample at 5:03 pm is 4.08 pg/ml. The reporter noted turbidity in the patient sample, prompting recentrifugation. The repeat result of the recentrifuged initial patient sample at 4:50 pm is 3.32 pg/ml. The reporter suspects hemoglobin interference.

Manufacturer narrative:
The investigation noted that the expected patient result was obtained after recentrifugation. A general reagent problem was not detected, because the qc before the event was within ranges and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation did not identify a product problem based on the information provided. The cause of the event could not be determined.